Event description:
The weld failed on the caster tube on the base frame of this stretcher.

Manufacturer narrative:
Upon complaint review, it was determined that this condition had the potential to cause serious injury were it to reoccur, the technician replaced the base frame in order to resolve this issue.